Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 400 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on the 400 mg/dl reading. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. It was discovered during this call, the consumer is transferring test strips from one vial to another vial which is against our directions for use. Transferring test strips may compromise the integrity of the strips. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.